Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿it was confirmed that instructions for ltf-s190-5/10 chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event.¿ based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the reported failure was the result of repeated stress of handling or handling of the device. The image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited an image with an improper color tone due to damage on the charged coupled device unit in the endoscope connector. There were no reports of patient involvement.